Event description:
A customer reported a pump malfunction, but no notable events occurred prior to the issue, and there was no adverse impact to the customer's blood glucose level. Technical support informed the customer about the importance of updating the pump software to prevent such malfunctions, but the pump was out of warranty and not eligible for a software update. Technical support assisted the customer with resetting the pump, which resolved the malfunction, allowing the customer to continue using it. Additionally, the customer reconnected an existing g7 sensor and successfully resumed insulin deliveries. Technical support provided further instructions and assistance, including verifying customer information and discussing insurance details.